Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 27, 2023.

Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.